Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. One packaged screw was received with the task associated with this complaint. The label is marked as containing a (B)(4), lot number 7010156. The package is properly sealed and in good condition with no tears, abrasions, etc. The screw contained therein was examined visually with the unaided eye and was found to have chip wrap located at the neck. The package was opened to allow closer examination under 10x magnification. No further anomalies were noted. DHR was reviewed with no complaint related anomalies noted.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: while checking the variable angle locking screws, chip wrap tape burrs were found on the devices. This is 2 of 2 reports for the same event.